Manufacturer narrative:
Investigation is ongoing.

Event description:
Power button on the screen is not working, won't go into stand by, failed during routine check.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. No UDI required, device was manufactured before 2015.

Event description:
Power button on the screen is not working, won't go into stand by, failed during routine check.